Event description:
It was reported that the insulin gauge was inaccurate. There was no reported impact to the customer's blood glucose level. The customer declined further follow-up and troubleshooting, so no additional corrective actions were taken.